Manufacturer narrative:
(B)(4). No additional information is available. If the device or further details are received at a later date a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic sacral colpopexy on an unknown date and the mesh was implanted. It was reported that the patient had 2.5 cm of the vaginal mesh exposure excised.